Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 500 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization and fluid replacement and is consistent with the reported hospitalization and treatment. The user reported dizziness, vomiting, and elevated ketones prior to hospitalization but was unable to identify the cause of the event. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history identified that insulin delivery had been paused prior to the onset of persistent hyperglycemia and was not resumed, resulting in interruption of insulin therapy. The user did not recall pausing the ilet or the circumstances surrounding the pause. Based on available information, the event is attributed to interruption of insulin therapy after the ilet remained paused. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.